Event description:
It was reported the patient underwent onyx embolization a couple of weeks ago on an unspecified date. During the onyx injection, it was reported the onyx was observed to be leaking out from the proximal tip of the ultraflow microcatheter. No further information was available. No patient injury was reported as a result of the procedure. Same event as MDR# 2029214-2015-00075.

Manufacturer narrative:
Additional information received indicated that the embolic material was not coming out of the tip of the microcatheter, but from an apparent rupture in the catheter. (B)(4).

Manufacturer narrative:
The lot history record review was not possible since the lot number was not reported.the device will not be returned for analysis as it was discarded; therefore, the event cause could not be determined.(B)(4)

Manufacturer narrative:
The lot history record of the reported lot number has been reviewed and no quality issues were noted. Reference (B)(4) follow up 3.

Manufacturer narrative:
Received information stating that the patient expired on (B)(6) 2014. (B)(4).